Event description:
Unrequested bolus delivery due to operator error: it was reported that a pt rec'd a bolus delivery of fentany1 when the nurse changed the syringe/vial without following standard protocol. According to the customer contact, the nurse had not disconnected the set from the pt during the change nor had pt clamped the set. The nurse reported that the nurse had difficulty with inserting the sryinge/vial after the event. The pt went into respiratory arrest and required narcan 1.0mg ivp x 3 to reverse the narcotized state. The pt fully recovered with no adverse sequelae. Though requested, there was no add'l info available.